Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported complaint could not be replicated or confirmed, during the investigation, as the instrument was recognized by the test system. Additionally, the instrument was found to have cracked clamping pulley(s) on input axis number 7 (grip). The crack(s) resulted in the loss of tension of the corresponding grip cable(s). The instrument was also found to have a loose grip cable at the grip hub and failed the intuitive imprecise motion test. A clip test was also performed and failed. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not recognized by the dv5 system. A yellow led was displayed on the arm and the instrument was not accepted. No fragment fell into the patient's anatomy. The procedure was completed with no delays.